Manufacturer narrative:
A2 age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 28 mm stent delivery system was returned for analysis. Device returned with stent protector and mandrel attached, both removed distally without issue. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 25.5cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed 2.75mmx30mm, concentric, de novo target lesion with significant bend of >= 90 degrees was located in a severely tortuous and severely calcified left anterior descending artery. The target lesion was predilated with a 2x9mm maverick balloon resulting in 40% residual stenosis. After engaging the lesion with 6f jl 3.5 guide catheter and a non-bsc wire, a 2.75x28mm synergy drug-eluting stent was advanced, but significant resistance was encountered. The device was removed and the lesion was dilated again with a 2.5x12mm maverick balloon and the 2.75 x 28 synergy drug eluting stent was again introduced. The physician tried to advance the device but the hypotube got a cut in the proximal end. The stent was removed and a 2.75x38mm promus premier stent was deployed to completed the procedure. Post procedure the outcome was good and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed 2.75mmx30mm, concentric, de novo target lesion with significant bend of >= 90 degrees was located in a severely tortuous and severely calcified left anterior descending artery. The target lesion was predilated with a 2x9mm maverick balloon resulting in 40% residual stenosis. After engaging the lesion with 6f jl 3.5 guide catheter and a non-bsc wire, a 2.75x28mm synergy drug-eluting stent was advanced, but significant resistance was encountered. The device was removed and the lesion was dilated again with a 2.5x12mm maverick balloon and the 2.75 x 28 synergy drug eluting stent was again introduced. The physician tried to advance the device but the hypotube got a cut in the proximal end. The stent was removed and a 2.75x38mm promus premier stent was deployed to completed the procedure. Post procedure the outcome was good and the patient was stable.